Manufacturer narrative:
Exact date unknown, event occurred years ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 5031149/5036044/5037270.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted device components were not returned. No further information has been obtained despite good faith efforts.